Event description:
Customer reported that the pt was on heparin infusion believed to be running at 21.6ml/hr. The 250ml bag was found half empty earlier than expected. The customer believes that the nurse gave the bolus from the IV bag instead of injection and too much infused and requested a device log review to check programming. No adverse pt event was reported; pt was given protamine but lab values were not provided. Customer stated that no add'l pt or event details are available.

Manufacturer narrative:
(B)(4). Device not rec'd, log review only. The customer's request for a log review for an over infusion of heparin has been completed. Review of the associated pcu event log for the heparin infusion in question indicates that the infusion was programmed at 2:57 on (B)(6) 2013 to infuse at a rate of 18 ml/hr. Almost immediately after starting the infusion the user accessed the channel and programmed a bolus does of 80 unit/kg (9600 units). After confirming the bolus dose parameters the user rec'd a guardrails message that the "bolus dose exceeds guardrails limit of 40 unit/kg. Proceed?" The user pressed the yes key to deliver the bolus. Based on the concentration of the heparin drug (100 unit/ml), the bolus dose of 80 unit/kg (9600 units) was equal to a volume of 96 mls. This bolus was delivered at a pre-programmed bolus dose rate of 10 units/kg/min or 720 ml/hr. Shortly after delivering the bolus the continuous rate was increased by the user to 21.6 ml/hr and ran until 10:04 pm that evening when it was turned off. Total volume infused during the heparin infusion was logged as 245.19 mls. The root cause of the customer's experience can not be determined from the log review alone and no other info is available, but it is possible that the cause of the over infusion is related to user programming.